Manufacturer narrative:
The carefusion failure analysis technician examined the turbine and found that it caused a vent inop. Unit was received without esd protection. Turbine was installed into a known good vela test vent and evaluated per the vela ventilator service manual. The problem was traced to corrupt data on eeprom on turbine interface pcba. Turbine was re-characterized and now it functions normally. Could not duplicate, high volumes, complaint allegation. However, unit went vent inop and displayed motor fault on power-up.

Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported that when the set tidal volume is at 500 ml, rate 12 bpm, flow 60 lpm; unit delivers 630 ml tidal volume. Not able to calibrate to bring tidal volume down to acceptable range. No patient involvement.